Event description:
It was reported that during shoulder rotator cuff repair surgery, the distal end of the anchor and the inserter tip was fractured. The broken pieces were successfully removed from the patient. No significant delay and a back up was available to complete the procedure. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the customer provided image shows a broken anchor still attached to the inserter. There is some biological debris on the groves of the anchor. A visual inspection performed on the product found that the device was received with partial screw attached to inserter. Screw was fractured with biological debris on the surface. Inserter tines were deformed with one of the tines fractured off the inserter. Based on the condition of the product material found during visual inspection it was determined that additional material testing is not required. A review of the raw materials, found that the storage protocols, material specifications, and material tests were appropriately documented. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated issue. A review of risk management files found that the reported failure was documented appropriately. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device tip, attempted correction of a damaged device, or an inadvertent impact event. No containment or corrective actions are recommended at this time.